Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 127 mg/dl. The customer stated that only the up and down arrow buttons were responsive. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump up arrow button did not respond due to flattened button dome switch. The insulin pump was unable to verify low reservoir alarm anomaly due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.